Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure. In addition to the fact that no records were found that could cause this claim during the analysis of batch history and non-conformities, without samples or photos for analysis, it is not possible to confirm the defects reported in this complaint. A review of the device history record was completed. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. No records of quality notification or reports of non-conformity that could lead to incidents into the lots involved in this complaint were evidenced. The corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and it was not verified records related to this issue. Investigation conclusion: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Root cause description: based on the investigation results to date the root cause was not determinate for this complaint. For a detailed analysis, the presence of the sample would be necessary. Rationale: based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter had a needle retraction failure. This was discovered during use. The following information was provided by the initial reporter: the device did not activated the safety mechanism after performing the puncture. There was no damage or accidental needle stick.